Manufacturer narrative:
The pacemaker and the lead were returned for analysis. First, the manufacturing processes of these devices were reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Edora 8 dr-t after its receipt, the pacemaker first underwent a status interrogation. Interrogation was possible both with the programming wand and with rf telemetry. Subsequently, the memory content of the implant was analyzed. This confirmed the clinical observation, an increase in the pacing threshold was documented in the data. In addition, the data showed that the device activated the safe program on 01 (b)( 2020 due to damaged memory content. The cause of the damaged memory content could not be determined. However, it cannot be rules out that the use of the catering device during the operation contributed to the clinical observation. In general, the device is capable to detect damaged memory content. In such a case, the pacemaker reacts according to specifications with a switch to the safe program, in which an antibradycardic therapy function is ensured in unipolar lead configuration. During the interrogation, the user is shown a respective warning message. The pacemaker was successfully re-initialized. After re-initialization, the rf telemetry is temporarily not available. This is an expected behavior and is not a device dysfunction. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was proper. The pacemaker showed specification-conforming behavior in regard to its device functions. Solia s 60 the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The visual inspection found that the shock coil was deformed at the ligature marking. The insulation was, however, intact. This damage was probably caused by a ligature being bound tightly. The analysis of the solia s 60 showed no other deviations that could be related to the clinical complaint. In summary, the lead and the pacemaker were free of defect during the analysis. There was no material defect or manufacturing error.

Event description:
After an implantation period of approximately 3 months, it was observed that the threshold on the his lead was too high. The lead was explanted. The associated ICD was also explanted.